Manufacturer narrative:
Additional information was received on september 14, 2015 and was added to the case. The manufacturer did not receive devices for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an ncb de plate on (B)(6) 2015 due to an epicondyle fracture. It was reported that the plate broke four months later and a revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
Investigation results were made available. The device analysis couldn't be performed as the devices were not returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. It was reported that a (B)(6) woman had a ncb distal femur plate implanted on (B)(6) 2015 after a spiral right distal femur fracture with existing total knee prosthesis. After approximately five months the plate fractured and the patient had to undergo a revision surgery on (B)(6) 2015. Five pictures of x-rays were available for investigation: a preoperative x-ray, a post-operative x-ray and three x-rays prior to revision surgery. The date on the x-rays cannot be seen. Preoperative x-ray: a spiral fracture of the right distal femur can be observed on the x-ray. This fracture type is classified as a ppff type ii according to (B)(4). Existing total knee prosthesis can be seen on the x-rays. Post-operative x-ray: on the x-ray a correct anatomical fracture reposition can be observed. The fracture is fixed by a ncb distal femur plate. On the x-ray four screw fix the plate in the proximal femur segment, two screws fix the plate in the fracture zone and the tip of three screws can be seen in the distal femur epiphysis. The plate is well positioned on the bone. X-rays prior to revision: on one x-ray no fracture of the plate can be observed. On the other two x-rays a plate breakage between the two screws in the fracture segment can be seen. The plate breakage is located at the 8th screw hole from proximal. On one picture it can be seen that the femur is re-fractured in the same position. It can also be observed that there is a little space between the bone and the plate on both ends of the plate. Inspection plan sap doc. No. 12751 was reviewed: the characteristic feature "werkstoff / material: protasul-64 / iso 5832-3"was 100% checked for quantitative examination. Possible causes for the reported event according to risk management worksheet sap: breakage of implant due to movement between implants leads to notching / fretting. Possible: as the plate and screws were not returned this point cannot be excluded. Breakage of the implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Not possible, according to research reports based on analytical calculations, connection stability investigations and fatigue tests. Breakage of the implant due to chemical / galvanic / crevice corrosion of material. Not possible, according to material compatibility specification document. Breakage of the implant due to wrong interpretation of in situ device position and/or dimension. Not possible: the x-rays shows that the plate size and the anatomical position is correct. Breakage of the implant due to wrong interpretation of x-ray template for dimensions. Not possible: the x-rays shows that the plate position and the anatomical position is correct. Breakage of the implant due to user perform inadequate force to the plate. Possible: it can be that the user applied inadequate force to the plate. Breakage of the implant due to user define incorrect placement of the spacers and plate. Not possible: the plate placement was correct. Breakage of the implant due to user performs inadequate forces to the plate. Possible: it can be that the user applied inadequate force to the plate. Breakage of the implant due to user choose a wrong angular direction for the screw. Possible: as the plate and screws were not returned and the screw position can not be well seen on the x-rays this point cannot be excluded. Breakage of the implant due to user perform improper handling of the plate during insertion. Possible: it is possible that the user perform improper handling of the plate during insertion. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible: it can be that there was a wrong/ incomplete information about limitation and postoperative restriction breakage of the implant due to patient do not follow the postoperative protocol. Possible: according to the reported event and the provided information the patient did not fully follow the postoperative instructions. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, there are several factors which may have contributed to the reported event. According to the reported event an incompliance of the patient could have influenced the bone healing process and/or could have led to increased stress on the bearing surface. Additional factors which could have contributed to the plate breakage are for example patient body weight and/or poor bone quality. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information becomes available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).